Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h6, h11. The lot # 3000505010 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 initially worked fine but started cutting in and out. The harvester replaced the cord and the generator as well as cleaned the tip and nothing seemed to work. It passed the pre-cautery test. The beeping sound was heard when the toggle was pulled back to activate the device. Power setting at 2.5. The adaptor was replaced. It is unknown how old the extension cable, adapter and power supply were, but was changed out before opening a new vasoview hemopro 2. The device shut off after the 15 second activation cycle. There was a procedural delay. The surgeon opened a second device to finish the procedure. There was no patient harm.